Event description:
It was reported that unknown metal work was removed from a patient post-operatively. The patient is currently still experiencing pain. No additional information is available at this time.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records could not reviewed as the device associated with this event was not returned nor was a valid lot number provided. A customer reported that their surgeon removed metal work form her spine and she continues to be in pain. No additional information was made available upon multiple follow-up attempts, therefore a root cause of the event cannot be determined.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that unknown metal work was removed from a patient post-operatively. The patient is currently still experiencing pain. No additional information is available at this time.